Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. Based on the available information, it cannot be confirmed what caused the patient¿s hospitalization for pseudomonas peritonitis. However, there is no documentation that supports the peritonitis was caused by a liberty select cycler malfunction or product deficiency. Pseudomonas is commonly found in water and soil and favor moist areas such as sinks and toilets with increased risk of infection in people with diabetes mellitus and weakened immune system. Therefore, the patient may have been susceptible to pseudomonas infection. Moreover, there is a possible association between the patient¿s pseudomonas peritonitis and a breach in aseptic technique during ccpd therapy, as reported by the nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) contacted customer support and reported they were experiencing abdominal pain. The patient indicated they were not in an active treatment. The patient stated they had just been hospitalized for peritonitis. Details surrounding events leading up to and during hospitalization for peritonitis are unknown as the hospital discharge summary was not available. During follow up the pdrn reported that the patient¿s pd effluent culture grew the organism pseudomonas while hospitalized. The patient was initiated on a 3-week course of antibiotics with intra-peritoneal (ip) vancomycin (unknown dose) and gentamycin (unknown dose). The patient¿s pd effluent was re-cultured and revealed a recorded white blood cell (wbc) count of 229400 (units unknown). Per the pd nurse, the patient¿s peritonitis event was suspected to be caused by a break in (aseptic) technique. The patient is reportedly recovering from the event and continues ccpd therapy. No further adverse event has been reported.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.